Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 42 mg/dl at the time of incident. Customer treated their low blood glucose with chocolate candy bars. The customer was using insulin pump within 48 hours of reported event. Customer stated that they were using auto mode feature of insulin pump. Customer stated that they were neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of low blood glucose. Customer did not alleging insulin pump was over delivering. Customer stated that the insulin was dripping or squirting from end of infusion set before connecting at their site. Customer also reported that the sensor had calibration not accepted alert and change sensor alert. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.